Event description:
It was reported by an aci sales professional that a female patient underwent a peripheral intervention (date unknown). The stick was reportedly low and near the bifurcation of the profunda and superficial femoral artery (sfa). The physician, in training to the mynx procedure, proceeded to prep and deploy the mynx closure device per instructions for use. It was reported that following adjunctive pressure, a hematoma developed. There was difficulty converting to manual compression so a femostop device was applied. The patient lost a "considerable" amount of blood and had 3 units transfused. No other information was provided at the time of report.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation. Based on the information provided and the investigation performed, the root cause of the reported hematoma is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. The mynx is intended to seal common femoral arterial access sites. The safety and effectiveness of the mynx have not been established in access locations outside of the common femoral artery. In addition, per the mynx instructions for use, if the puncture is at or below the femoral bifurcation, the balloon may be prepped with a diluted contrast solution in order to visualize the balloon while pulling back to the arteriotomy to ensure that the balloon properly abuts the arteriotomy. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.